Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.

Event description:
According to user, the device was in use with patient and the 15 mm connector broke while disconnecting the catheter mount. The catheter mount was no longer able to connect to the tracheostomy tube. User reported an emergent change of the catheter mount and tracheostomy tube was necessary to ventilate the patient. No adverse effects to patient reported.